Event description:
It was reported that the pump battery cassette damaged and battery separators fell out. Upon further inspection during investigation, the interior of the pump was present with a foreign contaminate/fluid ingression, and the uso seal was worn.

Manufacturer narrative:
It was reported that damaged battery compartment was confirmed during the visual inspection. Upon further inspection the interior of the pump was present with a foreign contaminate/fluid ingression, and debris. The motor is out of specification. The uso seal is worn. The lcd lens is cracking. Due to the amount of repairs this pump is recommended for ber.